Event description:
The two level l4-s1 prodisc-l was implanted in 2003. The translation of the device report indicates the cause for revision were frontal misplacement, infection and continued pain. The angulation (tilt) of the level was revised (between 30 degrees and 45 degrees). During revision it was noted that the upper plate had slipped forward causing a difficult removal of the polyethylene inlay.

Manufacturer narrative:
Add'l info has been requested. No investigation could be performed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot a number.